Event description:
Boston scientific received information that the patient passed away. Our company was notified via an out of service reporting form that was completed by a mortician. The cause of death listed on the death certificate that was completed by the attending physician was endocarditis with aortic valve stenosis. The paperwork was completed and sent to boston scientific by the mortician before the final autopsy results were available. Once the autopsy was complete, the results listed factors contributing to death as dilated cardiomyopathy, severe coronary artery disease and ischemic changes of left and right ventricles, bilateral pulmonary edema and bronchopneumonia with diffuse alveolar damage of the right lung. The autopsy noted that the synthetic valve leaflets moved freely and no clots were identified in the area. There was also no evidence of rheumatic vegetation or other stigmata noted. The left anterior descending coronary artery had 90 percent stenosis and there was severe calcification atherosclerosis of the aorta and splenic arteries. Although endocarditis was not listed as a cause or contributing factor to death in the autopsy report, this was not completely ruled out (according to the mortician) since the nature of anatomic pathology makes it much more difficult to show the complete absence of a disease process than it is to prove its presence.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.